Event description:
It was reported that the system monitor touchscreen was not responding to touch near the bottom of the screen. The system monitor was returned for evaluation and repair.

Manufacturer narrative:
G3: there was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. Manufacturer's investigation conclusion: the reported event of the system monitor touchscreen not responding to touch was not confirmed. The returned system monitor, serial (B)(6), ran for several days and responded to all touch commands. The device underwent functional testing and passed all steps without any issue. The system monitor functioned as intended during analysis and was returned to the customer. Multiple attempts were made to obtain additional information on regarding the event; however, no response was received. A root cause of the reported event was not determined through this analysis. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate ii instructions for use section 4-¿system monitor¿ and heartmate ii patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the monitor to prevent damage. Heartmate iii instructions for use section 4-¿system monitor¿ and heartmate iii patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the monitor to prevent damage. Heartmate system monitor instructions for use (IFU) informs the user to refer any servicing of heartmate lvas equipment to trained service personnel only. No further information was provided. The manufacturer is closing the file on this event.